Event description:
Attempted to fire stapler, tissue cut with knife. Stapler released. No staple line present resulting in sudden massive bleeding. Upon further review of stapler it appeared to have fired after being removed from the patient. Massive transfusion activated. ICU stay. FDA safety report ID # (B)(4).